Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/30/2014 with the following findings: unable to verify a time/date reset to the default setting in the black box; bench top analysis confirmed when the fully charged battery was reinserted after 6hrs without power the time and date reset to 12:00am 1/1/2007. Inspection confirmed the internal battery was leaking and the battery compartment is cracked at the case seal.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed leaking internal battery and a cracked battery compartment. This report is made based on the results of an investigation completed on 06/30 /2014.